Event description:
Boston scientific crm received information that this product was included in this infection-related event. There was no report of specific adverse patient effects due to the revision procedure.

Manufacturer narrative:
Due to adhesion of the lead, it was cut and surgically abandoned. If additional information becomes available, this report will be updated.